Event description:
The customer reported the unit will not alarm when the magnet is removed. There was no physical damage reported by the customer. The customer did not specify when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the alarm was received without the battery door and there is evidence of rust on the magnet plate. The alarm does have power but no alarm when the magnet is removed due to contamination (yellow stains) found on the tone select button, found on the inside of the alarm unit. Note: the instructions for use state: if the posey personal alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).